Event description:
It was reported that the patient had a moderate sized pneumothorax post implant. It was reported as related to an implant tool. A chest tube was inserted and the event was resolved, the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.